Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). F any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. The pt was not hospitalized prior to death. The pt passed away at home. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.